Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 270 mg/dl and was being lowered with the active insulin that had been delivered. The customer's back up method of insulin delivery was addressed with tandem technical support.